Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5. A getinge fse was dispatched to evaluate the unit he states that the battery charge. Performed steps to the reported failure/error, yet the failure did not reproduce. Now, the batteries are fully charged and unit continues to function as intended. Precautionary service: noted: cart has minor fissures at the top near the handle and doppler assembly not present/missing, advise the in-house biomed team to garnish and replenish the items a quote will be provided upon request. Ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range.

Event description:
It was reported during use, the cardiosave intra-aoritc balloon pump (iabp) had battery charging malfunction. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (remove code "electrical /electronic property problem/power problem/3010" from "medical device - problem code").

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use, the cardiosave intra-aoritc balloon pump (iabp) had battery charging malfunction.